Manufacturer narrative:
Sections with additional information as of 26-mar-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. Nurse is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of fatigue, thirst and frequent urination. Medical attention is not reported as a result. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 06/19/2021 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.